Event description:
Information was received from a patient, via a manufacturing representative (rep), who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had shocking pain every 5 minutes. The rep explained to the doctor and emergency room (ER) nurse how to turn the device off. The patient said the device was off. The rep received a call from a doctor for follow up and the rep explained that turning off the device would be as much as he could do and to follow up with the implanting doctor. The rep was not sure why the patient was feeling a pain in the testicles and legs, presuming the device was off. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred and it was unknown if any was planned. The rep was going to follow up with the doctor. The rep later reported that he spoke with the doctor's office. The patient turned off the implant, and had it at 6.35 amps for over a month. The doctor advised the patient to leave it off for a week. No further action was discussed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.